Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, during draping, the arm triggered an unrecoverable red alarm. After rebooting, the arm passed the calibration process. However, while draping, when the nurse applied slight pressure on the instrument track, the arm triggered a yellow error message a few times. These errors could be dismissed. The arm was then used for the procedure without further issues. There was a delay of 5 minutes due to the reported issue. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, during draping, the arm triggered an unrecoverable red alarm. After rebooting, the arm passed the calibration process. However, while draping, when the nurse applied slight pressure on the instrument track, the arm triggered a yellow error message a few times. These errors could be dismissed. The arm was then used for the procedure without further issues. There was a delay of 5 minutes due to the reported issue. There was no patient involvement.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that when the error occurred a nurse was pushing on the arm. Evaluation of the device data indicates that the aca experienced an error code ¿robotic arm_joint 5 speed plausibility check¿. This error code triggers a system recoverable inoperable_error and a subsystem nonrecoverable inoperable_error. The error message reads: "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm". Evaluation of the field service notes for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the arm cart assembly not being used as intended, which may have caused or contributed to the reported incident. The IFU warns: do not lean or push sideways against the instrument drive unit or instrument track while inserting or withdrawing instruments, to avoid unintended instrument movement and potential patient injury. Do not attempt to manually rotate an instrument while it is inserted to avoid potential patient injury and system downtime. If the instrument is withdrawn, it can be manually rotated while pressing one of the instrument drive unit buttons or the fulcrum handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.